Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: due to disconnection in cable unit and poor water-tightness of cable unit, the endoscopic image cannot be displayed. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited false/bad contact. There were no reports of patient harm.